Event description:
It was reported that during preparation for a pfa procedure the farawave catheter was selected for use, opened the package and it was noticed the flush port was cloudy also the box was slightly bend. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
There is a picture provided, it was noted some white marks on the tubing set. Upon device return and inspection it was observed that there was potential adhesive in the flush tubing. The device returned without the box. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. The device returned without the box. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it won't be in contact with the inner section.

Event description:
It was reported that during preparation for a pfa procedure the farawave catheter was selected for use, opened the package and it was noticed the flush port was cloudy also the box was slightly bend. The catheter was replaced, and the procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.